Event description:
Information received regarding the explanted device notes no output and an inability to interrogate. The device exhibited complete battery depletion. The patient was admitted to the hospital with "severe bradycardia", syncope, dizziness, and breathlessness. The patient was recovering after a new device was placed.